Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low vs. High impact), and relevant medical history are unk. Adherence to rehab protocol is unk. A definitive root cause cannot be determined with the info provided. Review of the device history records for the cement plug did not find any deviations or anomalies. Review of the device history records was not possible for the femoral stem or bone cement, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It was reported that the pt's hip was revised for an unknown reason.